Manufacturer narrative:
Sanofi company comment dated 10-aug-2018. Follow up information received does not change previous case assessment. Based upon the information, the causal role of the synvisc one cannot be denied for septic arthritis of the right knee/ clot was contaminated and pain and stiffness in the elbow joint but the role of concomitant medication cannot be denied either. However, further detailed information regarding medical history, lab data, concurrent conditions, concomitant medications and other risk factors would aid in the better assessment of the case.

Event description:
Septic arthritis of the right knee/ clot was contaminated [septic arthritis] ([culture nos negative], [leg pain], [knee swelling], [knee effusion], [walking difficulty], [knee pain], [injection site joint erythema]). Stiffness in left elbow [stiffness joints]. Pain in left elbow/ pain radiates to left elbow [pain in elbow] ([radiating pain]). Case narrative: based on information received on 01-nov-2018, the case became reportable from not reportable. Initial information received from regarding an unsolicited valid serious legal case received from a physician. This case involves a (B)(6) male patient who experienced septic arthritis of the right knee/ clot was contaminated, continued soreness in right knee, septic knee with negative culture, stiffness in left elbow and pain in left elbow/ pain radiates to left elbow, while he was treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history included cardiac disorder, arthroscopy, arthroscopy, ankle deformity, knee arthroplasty, appendicectomy, ulnar nerve injury, benign tumour excision, circumcision, vocal cord disorder, gallbladder disorder, foot deformity, rotator cuff repair, prostatic operation, cardiac pacemaker insertion, drug hypersensitivity and hypertension. The patient's past medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included calcium carbonate, cholecalciferol (calcium carbonate/vitamin d3); ascorbic acid, dexpanthenol, ergocalciferol, nicotinamide, pyridoxine hydrochloride, retinol, riboflavin, riboflavin, thiamine hydrochloride, tocopheryl acetate (mvi [ascorbic acid;dexpanthenol;ergocalciferol;nicotinamide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopheryl acetate]); ubidecarenone (co q-10); acetylsalicylic acid (acetylsalicylic acid); fish oil (fish oil); primidone (primidone); clonazepam (clonazepam); spironolactone (spironolactone); furosemide sodium (lasix [furosemide sodium]); trazodone (trazodone); rivaroxaban (xarelto); levetiracetam (keppra); omeprazole (omeprazole); valsartan (valsartan); ezetimibe (zetia); meloxicam (mobic); gemfibrozil (lopid); hydrochlorothiazide (hydrochlorothiazide 1a pharma); and amlodipine besilate (norvasc). On (B)(6) 2017, the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate) 6 ml (48 units), once, (with an unknown batch number) for degenerative arthritic changes. On an unknown date in (B)(6) 2017, after unknown latency, patient presumed to had septic arthritis of the right knee, continued soreness in this right knee. It was reported that it was not known if this was actually a pseudo-septic reaction or truly a septic joint. It was found that this lot of synvisc had been contaminated and two days later on (B)(6) 2017, patient had right knee swelling and it became very painful, there was erythema around the knee. On (B)(6) 2017 patient had right knee open arthrotomy. On (B)(6) 2017, the patient presented to emergency room with these symptoms and I&d procedure was performed. On (B)(6) 2017, the patient was seen post op again and his condition was improved. On (B)(6) 2018 he again had follow up when his knee was benign. On (B)(6) 2018, patient had irrigation and debridement (I&d). On (B)(6) 2018, it was reported that patient was still walking with a walker and was having pain in upper right leg. On (B)(6) 2018 it was reported that 35ccs of fluid off the right knee and aspirated clear joint reactive fluid which was send to lab for cell count differential and culture and culture results were negative. The lab report showed no growth at 48 hours. Patient continued with having physical therapy. On (B)(6) 2018, patient had pain and stiffness in the left elbow, the pain was 6 on a scale of 1 to 10. The onset was sudden without injury and symptoms were aggravated by daily activities and the pain was radiating. It was reported that symptoms were worse with activity. It was reported that patient not had any drainage or swelling noted to the knee. Patient had completed the antibodies and his PICC line was removed. Final diagnosis was pain in left elbow/ pain radiates to left elbow, stiffness in left elbow, septic knee with negative culture, continued soreness in right knee and septic arthritis of the right knee/ clot was contaminated. Corrective treatment: methylprednisolone (medrol [methylprednisolone]) for stiffness in left elbow and pain in left elbow, arthrotomy, aspirated 35ccs of fluid off the right knee, physical therapy, surgery, antibiotic, unspecified medication for 8 weeks for septic arthritis of the right knee/ clot was contaminated. Seriousness: interventional required stiffness in left elbow and pain in left elbow and medically significant for septic arthritis of the right knee/ clot was contaminated. Outcome: recovered for septic arthritis of the right knee/ clot was contaminated unknown for rest of the events a product technical complaint was initiated on 10-aug-2018 for synvisc-one. Batch number: unknown. (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 10-aug-2018. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly. Additional information was received on 01-oct-2018 from healthcare professional. Symptoms of erythema around right knee, right knee swelling added to diagnosis septic arthritis of the right knee/ clot was contaminated. Event outcome and corrective treatment updated for septic arthritis of the right knee/ clot was contaminated. Suspect dosage details updated. Clinical course updated and text amended accordingly.